Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that her son was hospitalized and due diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was unknown at time of incident. It was reported that the customer was treated with insulin pump in the hospital. The customer reported that they had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. It was reported that the battery was died and basal was not working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.